Event description:
It was reported that during a prostate procedure , the laser sys went into standby mode at 84,549 joules of use. The fiber was replaced and the procedure completed using a second fiber. "No damages to the pt."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the beveled edge. The glass cap distal to the fracture was found to be missing/detached; there was no indication or report of any part of the device remaining inside the pt. The fiber proximal to the fracture was found to rotate independently of the metal cap; detritus was also observed on the metal cap. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The circumferential may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.